Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device lost power during surgery and also experienced a power loss during startup. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using the same device.there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the printed circuit board failure contributed to the user reported malfunction. Therefore, the device power loss issue was due to a board component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.